Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
The patient attended a follow-up appointment at the clinic with an unspecified infection, which was detected due to wound dehiscence. The entire system, including the pacemaker, right ventricle lead, and right atrial lead, was removed. A leadless pacemaker system was implanted on (B)(6) 2024. The patient's condition remained stable following the procedure.